Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events as follows: undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported patient was injected to the dark circles with juvéderm ultra¿ xc. Prior to injection patient was pretreated with chlorhexidine and after injection patient used ice. A week "after retouch" patient presented edema in the inferior right eyelid and ¿the manifestation is recurrent with intermittency.¿ patient was prescribed ciprofloxacin, prednisone and 2 sessions of fractional co2 laser without improvement. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Additional information: patient was injected with 0.3ml in each eyelid. The physician clarified that treatment was first provided for symptoms one month after onset. Symptoms are still ongoing.